Event description:
It was reported to boston scientific that this device recorded a premature battery depletion, consistent with a voltage too low for the projected remaining capacity. At this time the device remains implanted.

Event description:
It was reported to boston scientific that this device recorded a premature battery depletion, consistent with a voltage too low for the projected remaining capacity. At this time the device remains implanted. Additional information was received that this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.